Manufacturer narrative:
(B)(4). Evaluation of the returned device sealed inflow cannula, sealed outflow graft conduit assembly, and pump outlet stator revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies or depositions. Examination of the rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing ball and inlet bearing cup. The thrombus appeared to have formed in laminated layers and the portion in contact with the bearings appeared denatured, indicating that the thrombus likely developed on the bearings over an undetermined amount of time while the pump was supporting the patient. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A correlation between the device and the suspected systemic infection could not be determined. A correlation between the observed deposition and the reported infection could not be determined. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. Infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was explanted due to a suspicion of a systemic infection. Reportedly, an infection was not confirmed either visually or with laboratory evaluation. The device was reportedly working as expected. Additional information was requested but was not provided. On (B)(6) 2016 during the manufacturer's investigation of the returned pump, inlet bearing thrombus was found.